Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had high blood glucose level and diminished battery life. Failed battery test, insulin pump loses settings when changing the battery and new battery no longer shows full life, battery area was stripped, fogginess on screen, unexplained on delivery alarms ,motor error. The customer¿s blood glucose level was 430 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.